Event description:
I had lasik surgery in (B)(6) and my eyes have been dry and I have had halos since the surgery. I was able to deal with the dry eyes for the most part until recently, especially when the weather changes. Now my vision is getting worse. It is more difficult to see especially at night and I have chronic dry eyes and blurred vision. I have tried to get corrective lenses and even contacts, but so far nothing has worked. I do not know what I can do. It is difficult to read and becoming difficult to drive. This was about 4 years ago. My last eye appointment was 6 months ago and I have been back and through 3 pairs of glasses and a set of contacts and there is no improvement. They are pretty much throwing up their hands. Last eye appointment was (B)(6) /2015 where I got a pair of contacts that make my eyes worse. They said if this didn't work they did not know what to do next.